Event description:
During a diagnostic colonoscopy, upon advancing the scope to the cecum at the ileocecal region, the endoscopic view showed the colonic mucosa with slight whitish edema and burn-like changes, involving approximately 1 to 2 colonic loops in the ascending colon segment. After discovery, insufflation was immediately stopped, and a large amount of sterile water was injected for dilution. After repeated flushing and aspiration, it was observed that the range of injury did not further expand. The patient¿s intestinal mucosa was intact, with no ulceration, bleeding, perforation, or other severe complications observed. After the examination, the patient reported no abdominal pain, had no fever, the ECG monitor showed hr 82 bpm, bp 121/72 mmhg, spo2 98%, vital signs were stable, and the abdomen was soft, without tenderness or rebound tenderness. No high-frequency electrosurgical unit or similar instruments were used during the procedure. The customer reported suspected residual endoscope disinfectant leakage.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.